Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device. Defect of the circuit board in the connector of the device. Defect of the video processor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Evaluation of the subject device confirmed the following; defect of the image unit was noted. There is possibility that the reported event was caused by the defect of the image unit. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image disappeared when the user operated the bending section. There was no report of patient injury associated with this event.